Manufacturer narrative:
The pump itself was not opened because they could not advance the sheath. They disposed of the introducer set so it is not available for return, thus the following corrections were made to change impacted product from the pump to the introducer. D1, d2a, d2b, d4, and h4.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was going to be implanted with an impella device for mechanical circulatory support. Attempted to place impella cp, however, the femoral arteries were too small in diameter. The procedure was aborted.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the delivery issue was related to patient condition as per clinical details that the femoral arteries were too small in diameter.